Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with postoperative inflammation associated with peripheral anterior synechiae (pas) growing over the stents, resulting in the stents no longer visible. Additionally per report, a "large pigmentary dispersion into the anterior chamber (ac)" was observed. The report noted that the surgeon is considering a yag procedure. A medical expert consultation has been offered to the surgeon. Additional information has been requested.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and risk management document was completed. Inflammation, peripheral anterior synechiae, and pigment dispersion syndrome are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (inflammation, peripheral anterior synechiae, and pigment dispersion syndrome) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).